Event description:
It was reported that a fracture occurred on this right atrial (ra) lead, leading to noise oversensing and causing false atrial tachy response (atr) episodes. In addition, pacing impedance high out of range measurements greater than 3000 ohms were reported. Technical services (ts) recommended programming enhancements. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.